Event description:
While troubleshooting an unrelated issue at the customer site, the beckman coulter (bec) field service engineer (fse) found a leak from the reagent probe a on the unicel dxc 600 pro synchron system. The customer was wearing personal protective equipment. There was no report of erroneous patient results being generated and no report of operator injury or exposure.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and determined the wash collar vacuum valve malfunctioned. The fse replaced the broken valve with the new, identical valve and that resolved the issue with the leaking reagent probe a. The beckman coulter internal identifier for this report is (B)(4).